Event description:
Went to interventional radiology on (B)(6) 2022 for conversion of gastrostomy tube to gastrojejunostomy tube; patient received low-profile g-j catheter (avanos mic-key gastric jejunal feeding tube. 14 fr. X 22 cm. Lot 30190621. Exp: 2024-03-22). Balloon inflated with 5 ml sterile water. On (B)(6) 2022, the tube balloon was found ruptured and the tube dislodged. Returned to the interventional radiology suite later that same day for gastrojejunostomy catheter salvage and exchange.